Event description:
Information was received indicating that a smiths medical pump presented with error code 46223. There were no reported adverse events.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the device. During analysis, the error code 46223 was duplicated during boot up and red screen. The fault description to this error code reads ui_bsi_download_error which refers to a malfunctioning printed wire assembly (pwa) board. Service will replace the pwa board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.